Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, an omnipod 5 registry alert reported that the patient experienced an emergency room visit and/or hospitalization for hyperglycemia, including reported diabetic ketoacidosis (dka). Product usage at the time of the event and any relationship to the omnipod system are unable to be determined, as repeated outreach attempts did not result in patient contact. Event details, including date of medical attention, duration of visit, discharge date, symptoms, blood glucose values, diagnosis, and treatment, are unable to be determined due to lack of patient response. A supplemental report will be submitted if additional information becomes available.